Event description:
The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v2 lead ECG. There was no reported adverse pt impact. The philips repair bench evaluated the device and was unable to recreate the reported problem. The customer declined to send in the ECG cables for testing. The repair bench tested the device with known working ECG cables and was unable to recreate the reported problem. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. As of (B)(6) 2012, the customer has not reported any further trouble with this device.